Manufacturer narrative:
(B)(4). The actual sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. In a follow up call by product surveillance, the rn stated the patient was advised to stop disconnecting during therapy. The rn stated there was no issue priming the patient line or any issues with the transfer set. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is use error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse (rn) contacted global technical services (gts) regarding a home patient (hp) reporting air in the patient line after the initial drain. The technical service representative (tsr) explained the only way that air can get in the patient line after the initial drain was if there was air in the patient line from the beginning of therapy or if there was an issue with the transfer set. The rn stated the hp told her the patient line was full to the top. The rn further stated the hp had a last fill of 0 ml with an initial drain alarm (ida) = 20 ml. The rn stated the hp had been disconnecting from the machine in the fill cycle and doing a "flush." The tsr advised that the hp was compromising the setup. On (B)(4) 2010, product surveillance contacted the rn who stated the hp was advised to stop disconnecting during therapy. The rn stated there was no issue priming the patient line or any issues with the transfer set. The rn further stated that she was advised by the clinical educator to change the hp's last fill from 0 ml to something less than 300 mls which also seemed to help resolve the problem. There was no patient injury or medical intervention reported.